Event description:
It was reported there were high impedance readings during an implantable neurostimulator (ins) replacement surgery. It was noted a pocket adaptor was used and was tested with a multi-lead trialing cable. When 0-3 lead contacts were referenced, "0-3 would read in range but 4-7 would read high". When 4-7 contacts were referenced "the 4-7 contacts would read in range but the 0-3 contacts would show high". The patient was feeling stimulation at 5v in surgery. After implant, in recovery, impedance were as follows: 1000's for the 0-3 lead and >10,000's with all combinations on the 4-7 lead. When tested at 3.0v, the impedances on the 4-7 contacts came down to 6,000-7,000 with all combinations. The patient could not feel stimulation at 10v, even when only contacts on the 0-3 leads were active. It was reported the patient was unable to feel stimulation four days later. Impedances were found to be within range. No intervention was planned at time of report.

Manufacturer narrative:
Concomitant products: product ID neu_ptm_prog, serial # unknown, product type programmer, patient; product ID neu_unknown, serial # unknown, product type unknown; product ID 3887, lot # j0225316v, implanted: (B)(6) 2003, product type lead; product ID 7489, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7489, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 7489, serial # (B)(4), implanted: (B)(6) 2003, product type extension; product ID 3887, lot # j0225316v, implanted: (B)(6) 2003, product type lead. (B)(4).